Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip. Insulin pump had moisture damage on electronic assembly and on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to perspiration. Additionally, the customer stated that there was fog inside the insulin pump and a crack on it. His blood glucose level was not known. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.